Event description:
It was reported that the customer's insulin pump had a crack starting at the corner of the display up over to the back. The customer mentioned that she was also receiving no delivery alarms. The customer's blood glucose was 244 mg/dl. Troubleshooting was done. The customer was unaware of how the damaged occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed off no power due to faulty battery tube. The insulin pump was received with cracked case at display window corners, belt clip slot, cracked battery tube threads and minor scratches on lcd window.